Event description:
The customer reported that their device would not complete the boot up process on both ac and dc power. The device would start restarting once the self test started. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Physio will replace the system pcb assembly as a precaution and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.